Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events were reported to allergan by a patient. Patient consent to allergan to contact their healthcare professional for further information was requested. Reason for reoperation: rupture.

Event description:
Patient reported unknown side rupture. Device status is unknown.